Event description:
Nurse manager, reported that a safetouch ii needle would not retract into the safety upon removal. This was noticed upon removing the needle post treatment. No blood was lost, no adverse events occurred, no needle stick resulted. No further information has been provided.